Event description:
A patient underwent spinal surgery consisting of seaspine's admiral plate systems. The index surgery date was on (B)(6) 2022. Seaspine was made aware on (B)(6) 2023 that a screw back out had occurred. The reporter noted that during the index surgery an ap1-200030 cervical plate, 2 level, 30mm was not able to cam lock over the screw to final lock. They only had an issue on one of the distal ends of the plate. During a phone call on (B)(6) 2023 with seaspine, the reporter stated that the surgeon decided to leave the plate in place and completed the index surgery. However, 4 months postop the screw backed out. Then a revision surgery was performed on (B)(6) 2023 to correct the issue.

Manufacturer narrative:
A patient underwent spinal surgery consisting of seaspine's admiral plate systems. The index surgery date was on (B)(6) 2022. Seaspine was made aware on (B)(6) 2023 that a screw back out had occurred. The reporter noted that during the index surgery an ap1-200030 cervical plate, 2 level, 30mm was not able to cam lock over the screw to final lock. They only had an issue on one of the distal ends of the plate. The customer noted that it looks like this plate might have been used before and was put back into the set stripped. This was not confirmed by the engineer's investigation. During a phone call on (B)(6) 2023 with seaspine, the reporter stated that the surgeon decided to leave the plate in place and completed the index surgery. However, 4 months postop the screw backed out. Then a revision surgery was performed on (B)(6) 2023 to correct the issue. The failure analysis performed by seaspine confirmed wear on the locking cover torx. Seaspine was unable to confirm potential use prior to surgery and unable to re-create cam not rotating over the bone screws. The root cause was not determined. Review of labeling (IFU): possible adverse events. Like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis). Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.